Manufacturer narrative:
Additional information: evaluation codes; narrative text. The 16fr esheath was returned to edwards lifesciences for evaluation. Visual inspection revealed a kink on the sheath 2 inches from the sheath distal tip. Minor soft tip damage was noted, and the c-marker was present. Circumferential delamination approximately 0.75 inches in length and the material was bunched up. No case imagery or video was provided for review. Due to the nature of the complaint, dimensional analysis and functional testing was not performed. Device history review (DHR) review was performed for the components most relevant to the reported event. The work orders did not reveal any manufacturing non-conformances that could have contributed to the reported event. Lot history review revealed one other related complaint for the reported event. Complaint history review from june 2019 to may 2020 for the edwards esheath revealed other returned complaints for the appropriate trend categories. A review of the complaint history revealed that the occurrence rates did not exceed the may 2020 control limits for the appropriate trend categories. Per IFU and training manuals orient the sheath appropriately and maintain orientation for the duration of the procedure. Remove the sheath entirely without torquing ensuring the edwards logo is facing upwards. If a balloon burst occurs, attempt to visualize location of tear either in tee or via angio through the pigtail or catheter/delivery system. When removing, ensure the catheter/delivery system and wire are coaxial with the sheath tip. Watch under fluoro with every movement. Be patient and pull gently especially near tear and balloon shoulder transitions. Do not force if resistance is met near or at the sheath tip. Force could result in additional tearing of the balloon material and the balloon material or tip coming off. If getting resistance, going in with a snare and compressing the distal end of the torn balloon to prevent it from ¿umbrella-ing¿ at the tip of the sheath could help. Understanding where the tear is may help in this case. If successful in pulling the entire balloon into the tip of the sheath, withdraw the catheter/delivery system and sheath as a single unit completely from the arteriotomy while maintaining guidewire position. Do not attempt to pull just the catheter/delivery system through the sheath. If you are not able to pull the entire balloon into the sheath, do not attempt to remove the exposed balloon through the vasculature. Risk of major complication is too high. Convert to surgery immediately. It should be surgically removed. Surgeon should be in a position to be able to evaluate the situation before a real bleeding emergency occurs. No IFU/training manual deficiencies were found. During the manufacturing process, the sheath shaft components undergo multiple 100% visual inspections. The esheath final assembly undergoes multiple 100% visual inspection by manufacturing and quality. Additionally, after sterilization, each lot is tested and inspected on a sampling plan during product verification (pv) testing. The lot can only be released if all units pass the pv testing. The inspections and tests described above support that it is unlikely a manufacturing non-conformance contributed to the reported complaint. Per the instructions for use (IFU) cardiovascular injury, such as perforation or dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. Ascending aortic dissection may occur when multiple attempts are made to cross the stenotic native valve, and/or when excessive force is used. Physicians are extensively trained by edwards before they are qualified to use the sapien 3 transcatheter heart valve (thv). The thv training manuals provide guidance to facilitate safe crossing of the native valve, including camera projections, handling during advancement, and troubleshooting techniques if difficulty is encountered. As stated, excessive force should not be used when the device has difficulty crossing the stenotic valve. Adding tension to the wire, pulling back the system to re-orient the valve, as needed, and torqueing of the flex catheter may be helpful in solving the problem. In this case, the complaints were confirmed based on the visual inspection of the returned device. Based on available information, no manufacturing non-conformities were able to be identified. Based on applicable DHR review, lot history review and complaint history review, there is no evidence to support a manufacturing non-conformance contributed to the complaint. Since no procedural or patient imagery was provided, a definite root cause was not able to be determined at this time. However, it is possible, patient factors such as tortuosity contributed to the event. The sheath kinking most likely occurred due to the tortuosity present in the patient as such may have led to delamination of the sheath, as tortuosity can create challenging pathways and may have caused the non-coaxial withdrawal of the delivery system. Although a definite root cause was not able to be determined, the available information suggests in addition to procedural factors (non-coaxial withdrawal of the device), patient factors (vessel tortuosity) may have contributed to the delamination of the device. Procedural factors (manipulation of the devices) may have also contributed to the reported aortic dissection. The aortic dissection and partial placement of the pericardiocentesis drain in the right ventricle may have contributed to the deterioration of the patient¿s condition and subsequent death. Review of complaint history revealed that the occurrence rate does not exceed the control limit for the applicable trend categories and no IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.

Manufacturer narrative:
Edwards lifesciences continues to investigate the reported event and a supplemental report will be submitted in accordance with 21 cfr 803.56 when additional information becomes available. This is one of two manufacturer reports being submitted for this case. Please reference related manufacturer report no: 2015691-2020-11794.

Event description:
As reported by our affiliate in (B)(6), a 29mm sapien 3 valve was deployed in the aortic position via a surgical cutdown for subclavian access. The valve deployment was successful, in good position with no paravalvular leak (pvl). The patient was hemodynamically stable throughout the procedure, but during the closure of the surgical cutdown the patient became hypotensive and bradycardic. CPR was commenced, and an angiogram revealed possible aortic dissection. Tee revealed pericardial effusion and a pericardiocentesis was performed to drain the effusion. The patient¿s condition did not improve, and the decision was made to perform a sternotomy. The sternotomy revealed a dissection in the aorta, which was beginning to resolve. It was also reported that the drain inserted during the pericardiocentesis was partially placed in the right ventricle. A new drain was placed. The patient was stable for a short time, however later passed away. The initial information regarding the aortic dissection and patient death indicated the commander delivery system may have caused or contributed to the adverse event. It was later perceived that the esheath may have come into contact with the aortic wall during the procedure, resulting in the aortic dissection and subsequent death from blood loss. The native annular diameter measured 23mm x 32mm with a valve area of 563mm2. During the pre-decontamination evaluation of the returned esheath, circumferential liner delamination approximately 0.75 inches in length was observed.

Manufacturer narrative:
Corrected data: f10, h6. Reference (B)(4).